Event description:
It was reported that this right atrial exhibited failure to capture due to a dislodgement. This lead was successfully repositioned. No additional adverse patient effects were reported.